Manufacturer narrative:
Concomitant medical products: product ID: 37712, serial#: (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). The hcp reported that both of the patient¿s inss were non-functional. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they were at the hospital due to passing out and needed brain MRI. Pt stated they are trying to find a surgeon to agree to remove the implants because they were never supposed to be implanted. Pt stated the implants have been dead for over 10 years, when agent asked pt if implants died due to normal battery depletion, pt stated they are dead. Pt stated they should have never been implanted with spinal cord stimulator (scs) because the pt has complex regional pain syndrome (crps) and the surgery sends the pt into heighten states and the body doesn't know what to do and starts attacking the implant. Pt gave an example of an ankle surgery they had to do once and their body formed blisters. Pt was upset that the scs implants are still being implanted in other pts with crps. When pt asked when they realized they could not go into MRI, they stated they are getting discharged today and are hoping to get the MRI done today.